Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the during loading lens would not advance/deploy/eject. There was no patient contact. Additional information has been requested, received and stated the got stuck deploying and lens folded incorrectly. Lens loader was in the eye, but lens was not fully ejected. The lens remained in the delivery system. The surgery was completed same day with no patient harm.